Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient came to doctor's office complaining of pain and instability. Scheduled for surgery next day.

Manufacturer narrative:
An event regarding fracture involving an unknown insert was reported. The event was confirmed by photograph. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted insert with the post of the insert fractured off completely. From the photographs provided there is no evidence of excessive wear for a device that was implanted for approximately 27 years. Medical records received and evaluation: normal accumulated poly wear during 27-years of service life of a first generation of duracon poly has ultimately caused osteolysis around the baseplate with consequent baseplate loosening requiring revision. Conclusions: revision surgery took place due to instability whereby the insert was found to be fractured and the baseplate loose. Medical review has indicated osteolysis from wear particles of the insert after 27 years of service life with subsequent loosening of the reported baseplate however the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return and analysis, x-rays after primary surgery, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Patient came to doctor's office complaining of pain and instability. Scheduled for surgery next day.